Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. No product was returned provided; visual and dimensional evaluations could not be performed. Photographs provided show that the arm 2 locking screw fractured. Review of the device history record identified no related deviations or anomalies during manufacturing. Medical records were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the tightening screw/nut fractured and fell into the patient. The product was retrieved using further intervention. Due to the fracture of the guide the cut was poor and the patient's bone had to be recut.